Event description:
One device was returned with report of a battery display issue. During physical inspection, it was found that the downstream occlusion seal was cracked. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was confirmed. However, visual inspection found that the downstream occlusion (dso) seal was cracked. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.